Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the cause of the reported incident could not be reached. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported hypertensive event. Based on the provided information it could not be determined if there is a causal relationship between the hypertensive event and the liberty cycler. Although there are no allegations or malfunctions against the liberty cycler, a possible temporal association exists between the patient¿s hypertension and pd treatment. Should additional information be made available this clinical investigation will be updated. The actual device was not returned to the manufacturer for physical evaluation. However, the serial number of the device is known and a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient experienced hypertension coincident with peritoneal dialysis therapy. Upon follow up with the nurse, it was noted that the patient has had ongoing chronic hypertension. The cause of the hypertension was unknown. The patient was hospitalized for the event. It was unknown if the patient was given medication to treat their high blood pressure. The patient was discharged from the hospital after seven days and was reported to be recovering from the event. The patient was able to continue with their peritoneal dialysis treatment. Additional information was requested but was unavailable.